Event description:
It was reported that this right ventricular (rv) lead is suspected to be fractured which was noted on xray imaging. This lead exhibited high pacing impedance out of range and noise. The device remains in service. A lead revision procedure is planned to be performed. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead is suspected to be fractured which was noted on xray imaging. This lead exhibited high pacing impedance out of range and noise. The device remains in service. A lead revision procedure is planned to be performed. No adverse patient effects were reported. Additional information was received indicating the patient subsequently expired. An x-ray had been performed on the lead indicating the fracture was located near the suture sleeve. A lead revision was not performed due to the patient's underlying health conditions. There were no allegations against the lead related to the patient expiring. The lead remained implanted in the patient.